Event description:
Customer reported to horiba medical (horiba) that the abx micros 60 hematology analyzer (micros 60) generated extremely low results rbc, hgb, hct and plt on a pt sample that was drawn in a microtainer tube. The results were reported to the treating physician without being reviewed or return per the lab's procedures because the treating physician came to the laboratory requesting the results. The treating physician admitted the pt to the hospital based on the results generated by the micros 60. Customer reported the hospital redrew the pt and ran a new sample. The sample drawn in the hospital gave normal blood results. Customer reported the pt was not given treatment. The instrument used by the hospital to test the new sample is unknown. A horiba medical field svc rep (fsr) was dispatched to determine if the instrument was not malfunctioning. The fsr verified the instrument was not malfunctioning and that all instrument settings were correct. The fsr verified the micros 60 was set correctly for sampling microtainer tubes. The data provided by the customer indicated the micros 60 generated flags alerting the users the results were outside the reference range. Customer indicated they did not review or rerun the results generated by the micros 60 before reporting them to the treating physician. The startup and quality control data provided by the customer indicated startup and controls ran on the date of the event were within the laboratory's established ranges.